Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2017-02591 and 3005099803-2017-02593 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex esophageal partially covered stents were implanted to treat a leak just above a malignant stricture. Reportedly, the patient¿s anatomy was tortuous and was surgically-altered. According to the complainant, on (B)(6) 2017, the first stent (the subject of this report) was successfully implanted but was scheduled to be replaced as it was not the physician¿s stent of choice. On (B)(6) 2017, during the scheduled stent exchange procedure, the physician could not remove the first implanted stent. The physician decided to leave the first stent implanted. The second stent (the subject of MFR. Report# 3005099803-2017-02593) was deployed within the first stent but was implanted hanging into the stomach. The second stent was repositioned using forceps to overlap the leakage area and bleeding in the stomach was noted. No intervention was done to treat the bleed and it resolved on its own. The physician left both stents implanted and completed the procedure. The physician is confident in leaving both stent in the patient and does not plan to remove either stent. The patient's condition at the conclusion of the procedure was reported to be stable.